Event description:
It was reported that the epidural catheter was inserted in a pt with a history of crushed vertebrae and back problems. After a difficult insertion of the catheter, it performed well. However upon removal, the catheter separated, and surgical removal of the retained portion was necessary. There were no additional complications.